Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. The customer reported problem of f-50 was confirmed during on-site functional tests by the service technician. Service determined that the cause was due to a damaged central processing unit (cpu) board. The cpu was replaced to resolve the issue.

Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 50. The customer did not know the process step that this event occurred. There was no patient involvement, patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available at this time.